Event description:
The reporter indicated that p waves of 4 mv and qrs complexes of 8 mv were measured. The pt experience atrial fib at the time. The device was programmed bip/ddd. It is unknown if the md used silicone oil on the leads. One day later, high lead impedance was observed, and the device was programmed to the unipolar mode. The intraelectrocardiograms (iengms) showed appropriate sensing and tracking. A connector problem is suspected.